Manufacturer narrative:
(B)(4). There was no sample returned so an evaluation could not be performed. The assignable cause is undetermined.

Manufacturer narrative:
(B)(4). A 510 number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510 number. However, it is being reported because it is same as or similar to product distributed within the u.s.a follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
There was a crack in the minicap. There was no patient involvement.